Event description:
Covidien customer reported that an 840 ventilator had an unresponsive touch screen. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) touch frame printed circuit board (pcb). The unit passed extended self-testing.